Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the customer was having connectivity issues and blood glucose was not displaying, leading to hyperglycemia. In response to this, the customer was assisted to rescan the sensor and ensure that insulin was being dosed. The customer's blood glucose was elevated (250 mg/dl). There were not any other adverse outcomes.